Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with two episodes of non-sustained ventricular oversensing observed on the right ventricular lead. The transmission was reviewed and found the lead parameters to be within normal limits. No changes were made to the lead at this time. There were no adverse consequences to the patient.